Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Surgical intervention was undertaken. The pacemaker and rv lead were explanted and replaced. No additional adverse patient effects were reported. This device was discarded by the hospital and will not be returned.